Manufacturer narrative:
The user experienced hyperglycemia requiring evaluation in the emergency room while using the ilet. This situation can require medical treatment and monitoring, which is consistent with the reported ER visit and same-day discharge following treatment with insulin and IV fluids. The user reported difficulty pairing a dexcom g7 sensor to the pump, resulting in lack of cgm data and interruption of automated insulin delivery. The user did not initiate backup therapy or contact support prior to seeking emergency care. Based on available information, no device malfunction was identified. The event is consistent with use-related issues involving incorrect sensor pairing and lack of timely intervention. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a bg of 392 mg/dl. The user was able to treat the high bg by ilet and exogenous insulin without assistance from a caregiver. The user was evaluated in the emergency room on (B)(6) 2026 and discharged the same day.